Event description:
The customer reported that the system would fail to intermittently boot to a usable state. No pt death or serious injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk drive was evaluated and replaced. The system was tested and found to be working as intended and returned to service.